Event description:
(B)(4). In 2011 right after my third child was born I decided to get the essure. I didn't experience any symptoms until a year later, for the last three years my symptoms have included... Debilitating headaches almost everyday, extreme abdominal pain, bleeding during and after intercourse, pain during and after intercourse, numbness and tingling in hands, feet, arms, legs, burning sensation in abdomen, weight loss, weight gain, bloating, fatigue, mood swings, unexplained bruising, dizziness and here recently I've developed an allergy to dairy.